Manufacturer narrative:
Product analysis: the device is in route to the us for analysis. Upon completion of analysis, a supplemental report will be submitted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 7 months post implant of this bioprosthetic mitral valve, it was explanted and replaced due to a torn leaflet. It was successfully replaced with another valve of a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Conlusion: based on the analysis of the valve and the available information, a conclusive cause of the regurgitation could not be de termined. Commissure dehiscence and valve prolapse are known failure modes and their associated risks are documented in the risk management file. Coding updated in h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed that the valve appeared slightly distorted. The left cusp (lc) was in the closed position. The non-coronary (nc) and right cusp (rc) cusps were opened rested against their respective outflow rails. All leaflets were slightly stiff but flexible. Due to the dehisced right non-coronary commissure, tissue deterioration was noted on the right (rc) and non-coronary (nc) leaflets. Due to the left right commissure dehiscence, tissue deterioration was noted on the right cusp (rc) and left (lc) leaflets. A small tear was observed on the left non-coronary free margin appeared to be due to contact with the outflow rail. Intracuspal hematomas were noted on the outflow non-coronary (nc) cusp. The left right commissure is dehisced, possibly related to the separation of the layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. The right non-coronary commissure was dehisced, possibly related to separation of the layers of the aortic wall behind the commissure. The sutures holding the aortic wall, and the left non-coronary commissure were intact. Remnants of pannus was seen around the sewing ring. Thick layer of off-white pannus noted on the back of the right non-coronary stent post extending to the right cups (rc) outflow rail onto the outflow margin of attachment. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography revealed calcification on left right and left non-coronary commissures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was a torn leaflet as well as regurgitation, and the replacement valve was a non medtronic valve. Updated patient code to field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.